Event description:
The customer reported that the scope was submerged in water for an unknown duration without the cap during reprocessing involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.